Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that two patients allegedly have had reactions to the gel pads where the skin turned bright red, resembling that of a sunburn. It was noted that the facility uses sage products to wash the patients which has chlorhexidine. The complainant was later advised by the medical support services team that some patients may have adverse reactions to chlorhexidine. This record addresses the first patient.

Manufacturer narrative:
Per additional information received from the complainant, this event was determined to be not reportable.

Event description:
It was reported that two patients allegedly have had reactions to the gel pads where the skin turned bright red, resembling that of a sunburn. It was noted that the facility uses sage products to wash the patients which has chlorhexidine. The complainant was later advised by the medical support services team that some patients may have adverse reactions to chlorhexidine. This record addresses the first patient.